Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was admitted to the hospital with increasing shortness of breath, fever, confusion and diarrhea. The patient was diagnosed with sepsis, renal failure, cardiomyopathy and anemia. Subsequently, the patient died. The family refused an autopsy. At the time the death had occurred, there were no allegations made against the functionality of the device or that it caused or contributed to the patient's death. The device was not explanted and will not be returned for laboratory analysis. Upon further review of this case conducted at a later date, the physician reported that the patient's sepsis may have been related to the device implantation that occurred one month earlier.